Event description:
This size 25 aortic valve prosthesis was implanted in 1988. The pt was studied in 2001 because pt had developed symptoms of fatigue, lightheadedness, and chest pressure on exertion. The pt has history of hypertension and tobacco use. Cardiac catheterization detected an occluded right coronary artery and high valve gradient/reduced valve area. Surgery one month later removed the prosthetic valve. The surgeon said there was "no obstructive pannus or thrombosis around the valve....surgeon found unrestricted opening and closing of the valve." The pt survived reoperation. No further info about the pt's condition is available to the co at this time.